Event description:
Caller reported alarm 2 related to an occlusion event. The customer's blood glucose level was affected and exceeded 500 mg/dl, with the cgm reading "high." To address the high blood glucose, the customer administered a correction injection via mdi and a correction bolus via the pump. No assistance from any third party was required. Additionally, the customer experienced frequent occlusion issues and reported previous occlusion events, though they did not consistently take the same remedial actions. The customer was transferred to cts for further assistance.